Event description:
While troubleshooting errors on the coulter lh 750 hematology analyzer the filed service engineer (fse) discovered that the white blood cell (wbc) bath was not draining properly. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/22/2015. The fse found the choke supplying pressure to the wbc bath drain was defective . The fse replaced the choke, which repaired the bath drain. The repairs were verified by established procedures. (B)(4).